Event description:
Patient complained of pain and the MRI revealed a pseudo tumor. The surgeon revised the left hip by replacing the femoral head. The stem remained implanted. A new head and sleeve were implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding an allergy reaction involving an accolade stem was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed based on the case description and indicated that the root cause of failure could not be established based on the current set of information. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Patient complained of pain and the MRI revealed a pseudo tumor. The surgeon revised the left hip by replacing the femoral head. The stem remained implanted. A new head and sleeve were implanted.